Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-17. The rep does not know what will be done to resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-14. The rep indicated that they charged the stimulator to 100% but the issue has not been resolved. The account is aware of the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient has not charged for 1 year because they lost their charger so the ins was overdischarged. The patient was redirected to call patient services to get a replacement charger. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep) on 2018-aug-09. The rep indicated that the overdischarge would be resolved when the patient gets their charger. The patient stopped charging 1 year prior to the report. The patient does not remember when they noticed it did not turn on. No symptoms were related to the overdischarge. No further complications were reported/are anticipated. Additional information was reported that the patient's ins is still overdischarged. The patient's device was reset, and charged to 50%. The rep reprogrammed for 10 minutes, and the ins turned off because it was not holding a charge. The ins depleted to 0% charged. The patient has not charged and their ins has been overdischarged for about a year. The issues was not resolved at the time of the report, and it's unknown if surgical intervention is planned. No further information was reported.